Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test and delivery accuracy test at 0.08720 inches. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Analysis was unable to verify motor error alarm or drive/motor anomaly due to prime anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window, scratched case and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump had a motor error and no delivery alarms. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. The customer stated that the insulin pump had a no delivery alarm followed by a motor error after a 5 unit fixed prime was delivered. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and failed due to motor error again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.